Event description:
I was admitted (B)(6) 2018 to the hospital for surgery to remove a 5.0 x 5.0 x 1.7 cm mass from my chest wall. I had issues with breathing as well as a protrusion that started forming in my right breast. It took my physician forever to figure out what was actually going on in my chest. I was advised this mass had ¿chronic inflammation including multi-nucleated giant cells with extensive silicone extravasation effect¿. It is important to note I initially had breast implant surgery on (B)(6) 2010 and had my breast implants removed on (B)(6) 2014. I am still suffering the inside effects of these breast implants! I have pictures documenting the mass removed from my chest wall as well as reports from pathology, medical records, etc. Due to the FDA¿s recent notice issued regarding breast implants, it concerns me breast implants are still allowed for consumer use. Please evaluate these products more effectively and conduct more studies on the side-effects. I know monetarily breast implants are ¿big business¿ for plastic surgeons, but they are not safe. Women are clueless as to the side effects because they are downplayed by plastic surgeons.